Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this fineline lead was explanted due to an other/ non-product experience issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating that the revision procedure was performed due to a suspected micro-dislodgement of this lead. It was noted that placement difficulty and low p waves were observed during the initial implant procedure. The clinical observations were determined to most likely be the result of a silent atrium. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.